Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend of a patient with an implantable neurostimulator (ins). Friend said the patient's ins was removed because it didn't work; they were unable to clarify if the device didn't work or if the ins didn't work for the patient's symptoms. No further patient complications have been reported as a result of this event.